Event description:
A pt reported blood glucose results of "6.5 mmol/l and 3.1 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter,test strips, and control solution are being replaced.